Manufacturer narrative:
H3:analysis of the lead determined that the device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), product type: screening device. Product ID: 977d260, serial#: (B)(4), product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 19-aug-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Mpxr 757573: information was reported that from the manufacturing representative (rep) and hcp the lead was not connecting to the wireless external neurostimulator (wens). The lead was tested in both 0-7 and 8-15. The same three electrodes were not connecting (electrodes 3, 4, and 7) for 0-7 connection. 11, 12, and 15 for the 8-15 connection. The rep tried a new lead which worked normally. It was noted that surgical intervention did occur. The issue was resolved at the time of the report. Additional information was reported that the cause of the connection issue was due to the faulty lead.

Manufacturer narrative:
Continuation of d10: product ID 977d260 serial# (B)(6): product type screening device product ID 977d260 serial# (B)(6): product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.